Event description:
I underwent s stent procedure in 2005 in which the boston scientific taxus express stent balloon failed to deflate the balloon. As a consequence, it lodged down in my femoral artery and I started hemorrhaging and they had to call in a vascular surgeon to remove it from my leg. I had to spend 3 days in ICU for this. This product made my boston scientific is unsafe and I don't understand why you let this company make these stents and they are so unsafe, I nearly died. I have a law suit against them for product liability which is pending. I do not know if this was ever reported by medical ctr. I tried to find out but could not get any answers. I have read all the warning letters that you sent to them, and it is very possible the stent that was put in me was one of the ones that should not have gone to the hosp at all.